Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the device revealed the shaft of the electrode is slightly bent. The suction tube is intact and the electrical cord has been cut close to the handle and is missing. Due to the condition of the received device, it was not possible to conduct electrical or functional test on the device. The active tip shows signs of activation and the manifold between 4 - 8 o'clock positions of the tip shows signs of melting. The melting of the active tip is likely to be caused by the introduction of another metal instrument during the procedure. The IFU states: observe extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode tip is in contact with metal objects or instruments. Doing so may result in unintended injury to the patient or surgical personnel and/or damage to the electrode and/or other equipment.¿ touching the tip of the scope during use is contrary to the precautions stated in the IFU and would cause the damage seen on the active tip. No further procedural details were provided to determine if aforementioned reasons were the cause of this failure. Although the complaint device exhibits signs of a failure, the reported failure of the tip of the device being loose cannot be confirmed, and a root cause cannot be discerned for the user to have experienced this issue. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. No corrective action is required and no further action is warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the vapr s90 4.0mm w/integr hdp-ea isolation device became loose during a shoulder procedure. The procedure was completed with same like product with a three minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.